Event description:
It was reported that during the implant procedure, the lead could not be inserted into the pulse generators connector block. It was discovered that the setscrew was already tightened which prevented the lead from being inserted. After unscrewing the setscrew, the lead could be fully inserted into the connecter.

Event description:
The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.